Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2016 with the following findings. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, a battery compartment crack was found below the grip pad at the case seal. The pump powered up and functioned properly. No other defects were found with the pump or when pump was paired with a test continuous glucose monitor transmitter. (B)(6).

Event description:
The pump was returned for investigation. Investigation found that the battery compartment was cracked. This report is made based on the results of investigation completed on (B)(4) 2016.